Event description:
It was reported that the bd posiflush¿ normal saline syringe tip was found "open" during use and the liquid leaked out from it. The following information was provided by the initial reporter, translated from chinese to english: "on october 31, the customer found that the tip of the cap was open and the liquid was directly ejected from the product."

Manufacturer narrative:
H.6. Investigation: one sample was received. A visual inspection was performed and it was found that the tip cap stem was missing, leaving a hole in the center of the tip cap. Under the microscope it looks like a short shot during the molding process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe tip was found "open" during use and the liquid leaked out from it. The following information was provided by the initial reporter, translated from (B)(6) to english: "on october 31, the customer found that the tip of the cap was open and the liquid was directly ejected from the product."